Manufacturer narrative:
At this time, the product has not been returned. If the device is returned, analysis will be performed and this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited myopotential signal oversensing after the lead was implanted into the apex of the right ventricle. Subsequently, this rv lead was explanted and replaced. No additional adverse patient effects were reported.